Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated. It was also found that scope communication error b31 occurred. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that the phenomena occurred due to failure of imaging unit or circuit board inside the scope connector.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to disconnection / short-circuit of the image sensor cable. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified timing, the image disappeared. There was no report of patient injury associated with the event. The event date was unknown.